Event description:
Micro-tech lesion hunter cold snare wire loop broke free from device during use. A 45 year old male scheduled for colonoscopy undergoing routine polypectomy. During insertion of cold snare, after opening wire loop it broke free from device. (Micro-tech lesion hunter cold snare, lot# m220410302, exp:4/9/2024, ref# cs2-21023231) snare was removed from scope and wire loop retrieved by endoscopist without complication. Polyp removed and procedure completed without further incident. There was no harm to the patient.